Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported the controller was making a continuous sound and had an orange light illuminated. Patient said they took the battery out to reset the controller, but the battery pack fell apart. Patient put the battery back in, but controller wouldn't turnon. Agent attempted to gather controller serial, but patient did not see the serial number sticker. Patient confirmed they were able to see the spaces for aa batteries, so agent understood there wasn't still a portion of the battery inside.no symptoms were reported. A replacement  li battery pack was sent out.

Manufacturer narrative:
H3: product ID m995402a001 serial# (B)(6) was returned for product analysis. Analysis found that the battery case was broken. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.